Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed was distorted and clinical info could not be seen. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll med corp; the malfunction was duplicated and attributed to an unseated control to system video cable on the system board. The cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.